Manufacturer narrative:
After the case in question the technical support was called deducing that the pcb which controls display and user interface should be replaced. The replacement of the suspicious pcb was conducted by the biomed as the service is done by the hospital. Unfortunately neither the replaced pcb nor logs were available for manufacturer analysis. Therefore the root cause of the reported symptom could not be determined. In case of a frozen monitor integrated monitoring and selection of parameters/ modes is not possible any more. During automatic ventilation an automatic shutdown of the ventilation mode and switch to the man/ spont mode will be done. An alarm will be given via the secondary piezo signal generator of the power supply.

Event description:
It was reported that during a case no breathing sounds could be heard. The unit seemed to be not ventilating and was frozen. There was no injury to the patient.